Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a q-syte unit with an appearance of clear droplets throughout the unit which indicates usage. The top body and top septum disk area of the q-syte are circled in red, however no obvious defects are noticed. Microscopic evaluation of the possible damage to the unit that resulted in a leak is impossible to conclude due to the limited evidence captured by of the photograph. The photograph provided for this incident did not present sufficient evidence to identify a root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that q-syte closed luer access device leaked. The following information was provided by the initial reporter: the q-syte infusion connector. When used, it was found that the connection between the connector base and the upper part was leaking and bleeding. The hospital has discarded it and did not cause patient injury. Photos can be provided.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that q-syte closed luer access device leaked. The following information was provided by the initial reporter: the q-syte infusion connector. When used, it was found that the connection between the connector base and the upper part was leaking and bleeding. The hospital has discarded it and did not cause patient injury. Photos can be provided.